Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized due to high blood glucose. Customer's blood glucose reading at the time of the emergency room visit was 333 mg/dl. Customer stated that his infusion set cannula was bent prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.